Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, right atrial lead noise was observed. The noise was reproducible by pocket manipulation and isometric maneuvers. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Additional information: a complete lead was returned for analysis. An external insulation abrasion was noted at 17.2-17.4 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of lead noise.